Event description:
Reportable based on device analysis completed on 17dec2024. It was reported that catheter tip was kinked. The 85% stenosed, 3.0x20mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment, but the catheter tip was kinked. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed a detached stent.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: a promus premier ous mr 20 x 3.00mm stent delivery system (sds) catheter was returned to the complaint investigation site (cis). Visual, tactile and microscopic examination of the device were performed. No issues were noted with the hypotube shaft. The stent was received deployed from the balloon. The deployed stent was compressed towards its mid-section and the stent was covered in tape. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.